Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user was going up her concrete ramp when the piston locked up. The provider alleged the drive wheel didn't touch the ground and this cause the chair to slide until the unit reach flat ground.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was unable to be tested, so the original complaint issue was not able to be confirmed.

Event description:
End user was going up her concrete ramp when the piston locked up. The provider alleged the drive wheel didn't touch the ground and this cause the chair to slide until the unit reach flat ground.